Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. The noise could be reproduced with provocative testing. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.